Event description:
Hill-rom received a report from a hill-rom tech stating the brake not set alarm was not working. The bed was located in room 2200 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom tech found the external alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014 and 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external alarm to resolve the issue. Based on this info, no further action is required.